Event description:
The customer stated that, the axsym rubella igg reagent gave a calibration error on first use. System maintenance was performed by the abbott field service engineer and the assay recalibrated without resolution. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.